Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. The product expired on 30 sept 2024; therefore, retention sample testing could not be performed. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, there was poor barrier separation seen in in one (1) sample that had been centrifuged. Sample was recollected and no adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, there was poor barrier separation seen in in one (1) sample that had been centrifuged. Sample was recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.